Event description:
Customer reported intermittent black images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration and regreased candlestick connectors. System operates as intended. This MDR is related to ge healthcare complaint number.